Manufacturer narrative:
Reference record (B)(4). -date of birth: (B)(6). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in slovakia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019 the patient experienced pneumoperitoneum, and duodopa infusion was discontinued. Probable cause of pneumoperitoneum with severe pain and elevation of crp was most likely due to the leak of air from the stomach along the peg catheter. On (B)(6) 2019 the peg-j tube was removed.